Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock, and this device recorded a code indicative of short circuit during shock delivery followed by code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be greater than 45 seconds. It was noted that the shock impedance measured less than 12.5 ohms after the shock was delivered. Technical services recommended a device and lead revision. This device and rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).